Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The site indicated the following: ¿the patient completed a late 12 month fu due to missing an earlier appointment. No claudication was present (the patient is not very active at the moment due to lower back pain) but the referral by the primary care physician stated a walking distance of only 200m which is considerably less than the in (B)(6) 2024 documented above 500m walking distance. Dus showed no flow in the study stent in the left mid afs but good collateralization. However a chronic wound on the left upper leg was apparent, therefore elective endovascular recanalization was offered and the patient was referred as outpatient to the dept. Of vascular surgery on (B)(6) 2025 for further therapy planning. Discharge as out-patient today, no overnight stay.¿ event relationship was indicated by the site as probable to the study device and probable to the study procedure. Event is ongoing since an elective endovascular recanalization is planned for (B)(6) 2025.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-sep-2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the zilver flex device of c2109144 lot number and zfv6-80-7-14.0 or photographic evidence of the device was not returned for evaluation. This file relates to occluded stent in the left sfa. Manufacturing records. Prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label. As per the instructions for use, ifu0058 which informs the user about the potential adverse events "that may occur include, but are not limited to: abrupt stent closure, allergic reaction to nitinol, amputation, angina/coronary ischemia, arrythmia, arterial aneurysm, arterial rupture, arteriovenous fistula, atheroembolization (blue to syndrome), death, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, , hypotension /hypertension, infection/abscess formation at access site, intimal injury/dissection, ischemia requiring intervention (bypass or amputation of toe, foot or leg), myocardial infarction, pseudoaneurysm formation, pulmonary embolism, renal failure, restenosis of the stented artery, septicemia/bacteremia, stent malposition, stent migration, stent strut fracture, stroke, spasm, tissue necrosis, worsened claudication/rest pain.¿ it should be noted that the instructions for use (ifu0058) lists ¿restenosis of the stented artery¿ as a potential adverse event. As per clinical input, ¿occlusion¿ would also be covered by ¿restenosis of the stented artery¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause can be attributed to the patient¿s pre-existing conditions or to the stent itself as previously noted, occlusion which can be covered by "restenosis of the stented artery" is listed as a known potential adverse event in the IFU. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: according to the initial reporter, there was no flow in the study stent in the left mid afs. The event is ongoing since an elective endovascular recanalization is planned for (B)(6) 2025. Complaints of this nature will continue to be monitored for similar events.